Event description:
It was reported that the user saw a ¿dosing stops in 3 hours¿ message on the connected continuous glucose monitor (cgm) and sought clarification. The agent explained that this indicated the current cgm sensor was nearing end of life and guided the user through pairing a new sensor and reviewing the warm-up period. No reported adverse clinical effects and no reported abnormal blood glucose events. Outcomes included no change in clinical status and no need for medical care or hospitalization. Investigation included customer support troubleshooting and education regarding sensor lifecycle, pairing steps, and expected warm-up behavior. Investigation of this case revealed normal device behavior consistent with sensor expiration timing and successful user guidance to initiate a replacement sensor. It was concluded, based on previously established findings for similar reports, that the cause was normal device performance with user education provided.